Event description:
It was reported that the touchscreen did not always respond to touch, and the usb port was damaged. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up actions.